Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the reported lot. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before (B)(6) 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. The following devices were also listed in this report: trident 0 deg insert 44mm; cat# 623-00-44g ; lot# mklm6y, tritanium revision acetabular; cat# 509-02-64g ; lot# mldy7k, size 7 accolade ii 127 deg; cat# 6721-0737 ; lot# 39298401, it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Not returned.

Event description:
Surgeon removed a liner and metal head and replaced with a new liner and ceramic head. Patient presented with pain.